Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the ensite cardiac mapping system and the submitted study data verifies that a shift occurred. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment. Based on the information provided and the investigation performed, the cause of the reported event remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pvi procedure, a pericardial effusion occurred. While mapping, a shift occurred on the system and the patient experienced a left mitral flutter. An echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient is in stable condition.